Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding a patient who was receiving 2000mcg/ml lioresal at 980mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that the patient's pump began alarming. It was noted that the pump was empty. The patient was unaware that their refill date was (B)(6) 2019. The nurse at the care facility was educated on how to access the reservoir, but the rep was not confident that they were in the reservoir so the rep suggested to reach out to the managing physician and to not fill the pump at that time. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.